Manufacturer narrative:
In an eval of the device by physio-control, a complete functional test was performed and proper operation was observed. Proper operation of the "sync" function of the device was reviewed with the facility and the unit returned to the customer for use.

Event description:
Hospital personnel responded to a pt described as in ventricular tachcardia. The device was connected to the pt for synchronized cardioversion. According to the reporter, the device failed to discharge two 50 joule countershocks in "sync" mode. The pt progressed into ventricular fibrillation requiring defibrillation at 200 joules. No adverse effects to the pt were reported as a result of the alleged malfunction.